Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to the electrode receptacle connector plug being disconnected from the main board at connector j5. The electrode receptacle connector plug was reconnected to the main board to remedy the report. It was not determined how the plug became disconnected. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached pads. Complainant indicated that there was no patient involvement in the reported malfunction.